Event description:
Vistaseal¿ tip applicator would not click onto syringe. Another vistaseal¿ fibrin sealant was obtained and used. Ref# vst04, lot# a04g031741, expiration: 03/15/2024.

Event description:
Vistaseal¿ tip applicator would not click onto syringe. Another vistaseal¿ fibrin sealant was obtained and used. Ref# vst04, lot# a04g031741, expiration: 03/15/2024.